Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: there was no obvious quality deficiency noted with the suture before or during use, during re-operation there was minimal suture still present. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure in 2021 and suture was used. Postoperatively, the surgical site dehisced. Additional information was received on (B)(6) 2001 and stated that during re-operation there was minimal suture still present. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 4/13/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9 additional h3 investigation summary the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that twenty-six unopened samples of product code j317 were received for evaluation, thirteen unopened samples were examined for visual defects: ¿ appearance ¿ color package ¿ wrinkles in the seal area ¿ continuous seals ¿ seal margins ¿ over-sealing ¿ damage (torn, punctured) the packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding former. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture or breakage suture could be observed. A functional test was performed and the tensile strength force was above the minimum requirement. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.